Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 2: 24: according to the gore® dryseal flex sheath instructions for use, if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use, if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an endovascular repair for a thoracoabdominal aortic aneurysm. A gore® dryseal flex introducer sheath wa utilized for access. Stent graft placement was successfully completed. After the sheath was removed, a dissection from the left common iliac artery to the left external iliac artery was observed. A bare metal stent was placed to resolve the dissection. The patient tolerated the procedure. It was confirmed that the sheath (outer diameter is 8.8mm) was advanced to the left external iliac artery whose diameter is 7.3mm. It was reported that slight resistance was felt during the sheath insertion.